Event description:
It was reported that during the implant procedure, a lead extender was connected to the atrial lead. When the lead extender was connected to the device, noise was observed in the atrial channel. The noise was reproducible upon manipulation over the connection point of the extender and the lead. Several attempts were made to clean and reconnect the lead and extender, but the noise was still observed. The extender was not used and a new extender was implanted and the noise was resolved. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analysis was performed. No anomalies were found. (B)(4).